Event description:
A report has been received from a peritoneal dialysis pt. The pt reported a cassette leak. The nurse was contacted and there is no report of injury or ill effect. There is no sample.

Manufacturer narrative:
Device history record review: the DHR cannot be investigated because the lot number is unk. Confirmation of the complaint: the actual sample was not available for the eval. The complaint is not confirmed. Corrective action: the sample was not available, therefore, no corrective action can be pursued for this incident. Fmc na will continue to monitor per procedure.